Event description:
Pelvic right side pain leading to back sometimes pain go to the bathroom, pain during sex pain all the time its a stabbing pain.(B)(4).

Event description:
#Medwatcher #followup1 #fdamw5036961 #(B)(4) new doctor has found endometriosis(which I never had or never found at all only found it since having the bad pain for the past two years) from doing laparoscopic surgery on (B)(6) 2015 still having pain now the next step that we have to do is to get a hysterectomy. The pain is still the same will update when the hysterectomy is done.